Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The implantable pulse generator (ipg) will not be returned for analysis. No additional adverse patient effects were reported.